Event description:
It was reported that the patient presented remotely showing post-paced t-wave oversensing (pptwos) on its implantable cardioverter defibrillator (ICD). No intervention was performed, and the ICD will continue to be monitored. There were no patient consequences.